Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was found in the meter's memory. (B)(4)

Event description:
A customer reported receiving a higher than feels reading of 107 mg/dl on their adc meter at 6:32am on (B)(6) 2012 after he had woken up. The customer further reported he fell, hit his head and passed out at 6:45 am mentioning he "saw color cones prior to passing out." The paramedics were called and upon arrival treated customer with "one ounce of dextrose (about 50 ml)" on the scene and transported further to a hospital where he was diagnosed with hypoglycemia and denied being administered any medication that was not previously prescribed. In addition, the customer reportedly took 25 units of lantus, but did not specify the timeframe it was taken relative to the medical event. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained.